Manufacturer narrative:
(B)(4) (lot # 15546224) device evaluation indicated that visual inspection revealed that one of the clik anchors has torn eyelet. (B)(4) (lot # 14802057) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having pain and discomfort due to the clik anchors. The patient underwent a removal of the clik anchors and was doing well following the procedure.

Event description:
A report was received that the patient was having pain and discomfort due to the clik anchors. The patient underwent a removal of the clik anchors and was doing well following the procedure.